Event description:
Information received by medtronic indicated that the buttons on the insulin pump's keypad were not responding. Troubleshooting was performed and customer receives stuck button alarm. No harm requiring medical intervention was reported.  The customer had discontinued using the device. The insulin pump will  be returned for product analysis.

Manufacturer narrative:
(B)(4). S/w version 5.2a. Retainer ring = black. Case type = ngp. The pump passed the displacement test. The pump did not pass the self-test due to missing segments. Intermittent button response noted during testing. Pump was cut open to perform visual inspection and found moisture damage on keypad traces, pcba 1, pcba 2, motor home switch and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thump. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on [date and time of alarms]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked glass, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Stuck button error alarm did not occur during testing, however, a stuck button alarm was found in the history file. Missing segments was confirmed during analysis due to crack glass. Unresponsive keypad was confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.